Manufacturer narrative:
The device was evaluated and the evaluation found crush marks on the insertion tube. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the device was leaking from the bending section rubber; light cover glasses were found chipped; light cover glasses adhesive was worn; optical cover glass was chipped; distal end adhesive was discolored; aspiration housing color ring and air/water housing color ring of the control body were worn; minor delamination was evident on light guide tube; pin unit was corroded and internal corrosion was evident on the plug body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance of the gastrointestinal videoscope found failed on visual inspection, insertion tube damaged. There was no patient involvement. The device was returned for evaluation. During the device evaluation found there was white crystallized contamination in the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it is possible that the foreign material could be simethicone however, this could not be confirmed. Due to the leakage from the distal sheath identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.